Event description:
During last follow up of this device, a warning message appeared stating: "abnormal constant calibration."

Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Results and conclusions: the reported behaviour might be related to a telemetry error or a wrong programming head position occurring while the crc code was being written by the programmer into the device memory, thus leading to a discrepancy between the value computed by the programmer and the value stored into the device. A seu cannot be excluded. There was no impact on the device functioning since all functioning parameters were correct. (B)(4). Conclusion: the reported behaviour results from a crc code calculation issue. The crc code did not match the corresponding shock vector parameters. This code should have been computed accordingly and written into the implant memory when the shock vector parameters were changed. The files needed from previous follow-ups could not be retrieved, and according to available information, no conclusion could be drawn. Available information indicates that the reported behaviour might be related to a telemetry error or a wrong programming head position occurring while the crc code was being written into the implant memory during a previous follow-up, thus leading to a failure of the write procedure. However, a seu (single event upset, i.e. Ram alteration) cannot be excluded. All the values of the data buffer were corrected; only the crc code was still wrong. There is no impact on the implant functioning. The workaround to get rid of the message would be to change the value of one of the following parameters: active case [boitier actif]; atrial coil (svc) [coil auriculaire (vcs)]. Reprogramming these parameters of the shock vector will prevent the warning message from being displayed, because this action will force the corresponding crc code to be recomputed. (Then, these parameters can be set back to their initial values). Because this event did not lead to any patient issue, no further action is needed for this case.